Event description:
Patient reported right side "my psychological suffering is currently extremely high!" Patient later reported capsular contracture, baker grade iii and seroma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Patient later reported "questionable initial implant capsule leakage in fraction 1". Healthcare professional later reported "no rupture". Patient later reported "implant capsule tissue with pronounced fibrosis and partly pseudo-synovial metaplasia in tissue near the capsule" diagnosed via pathology report. The device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ rupture: no observed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
After further review, the event of seroma occurred on contralateral side and will be unreported.